Manufacturer narrative:
Additional information - section: b3, d6b & h6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the recipient's test data indicated impedance issues despite testing with in normal limits. Programming adjustments were made, however, the issue did not resolve. Revision surgery was scheduled.